Event description:
It was reported that the right ventricular lead was replaced due to sensing difficulty, varying impedance between 500 to greater than 2000 ohms with manipulation, and inappropriate therapy, and possible clavicular crush. No further patient complications have been reported as a result of this event.